Event description:
It was reported that the patient's implantable pulse generator (ipg) was replaced with a non-rechargeable battery due to an unknown reason. The patient was doing well postoperatively. Additional information was received that the ipg was replaced with a non-rechargeable battery due to patient's preference and the explanted ipg will not be returned due to hospital policy.

Manufacturer narrative:
Report submission for correction to field d4: unique identifier (UDI).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was replaced with a non rechargeable battery. The patient was doing well postoperatively.